Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that the device had "slipped" and indicated feeling like "butterflies were in [the patient's] stomach." A remote monitoring transmission occurred after this call and no performance issues were noted at that time. The device remains in use. No further patient complications have been reported as a result of this event.